Manufacturer narrative:
The customer reported that during device calibration, it was not possible to touch the targets. Upon reaching the end of the calibration, a black screen with the four targets on each corner appeared. The mouse was operational at this time and calibration was performed. However, the customer reported that the device was still not calibrated properly. The customer provided additional information that there was no visible damage to screen nor any transparent film on top of the screen. Informed the customer that a warranty replacement to defective screen has been initiated. At this time, the suspect device has not been return for investigation. Therefore, no further evaluation can be identify. Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported that the touch screen of the bellavista 1000 is not reacting to all inputs. During regular check of the device, technician performed a start-up test and every time he touched the screen a mouse cursor appeared even if no mouse was connected. The touch screen was unresponsive and no sound can be heard when clicking any application. Furthermore, there was no patient involvement associated with the event.

Manufacturer narrative:
Result of investigation: the device was not returned for investigation. However, from the information gathered, vyaire medical determined the root cause as due to defective touchscreen.